Manufacturer narrative:
Product complaint #: (B)(4). The correct manufacturing date for the device involved is 16-mar-2022.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, an enterprise2 4mmx23mm no tip intracranial stent ((B)(4) ) prematurely deployed on the hub of a prowler select plus 150/5cm microcatheter ((B)(4) ). There was no patient injury reported. No additional information is available. One picture was attached to the complaint file in which it was noted that the enterprise is deployed inside the involved microcatheter hub. The rest of the device was not shown in the picture and cannot be evaluated. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the stent was returned detached inside of the involved prowler select plus ((B)(4) ). This is consistent with the conditions seen in the provided picture. The introducer and the delivery wire were found to be in good condition (i.e., no kink, bent or elongated). The distance between the delivery wire tip and reference marker was measured, and it was confirmed to be within specifications. The stent was removed from the microcatheter's hub and then inspected under microscopic magnification. It was observed to be undamaged (i.e., no kinks, bents, or broken struts); both ends were found completely flared. The issue reported regarding the stent component being prematurely deployed was confirmed since the delivery wire was returned with the stent no longer connected to it. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7107411. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since no component defect was identified, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which it was noted that the enterprise is deployed inside the involved microcatheter hub. The rest of the device was not shown in the picture and cannot be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7107411. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a delivery wire being impeded could not be evaluated since a functional analysis needs to be performed. However, the issue regarding a stent premature detachment was confirmed based on the detached condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, an enterprise2 4mmx23mm no tip intracranial stent (enf402300, 7107411) prematurely deployed on the hub of a prowler select plus 150/5cm microcatheter (606s255x, 30887533). There was no patient injury reported.